Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side device rupture via ultrasound. Healthcare professional later reported capsular contracture, baker grade IV. The device has been explanted and replaced.

Event description:
Patient reported, right side device rupture. Via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 04/18/2024.

Event description:
Patient reported right side device rupture diagnosed with ultrasound and capsular contracture grade IV. The device has been explanted and replaced with a non abbvie product.

Event description:
Patient reported right side device rupture via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side device rupture via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.